Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was found to have solidified media present. In order to soften this media and to allow for the functional inflation test, the device was placed in the water bath. Once removed from the bath, the device was attached to an encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 12 atmospheres for 30 seconds using digital timer: the inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and tactile examination found no kinks or damage to the hypotube of the device. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.